Event description:
While changing the disposable infusion tubing that supplies infusate to the tandemheart pump, the practitioner was not able to prime the new infusion assembly. An alternate assembly was obtained and utilized. There was no impact to the patient as the result of the issue.

Manufacturer narrative:
Evaluation summary: periodic replacement of the infusion assembly during patient support is required to be performed per hospital policies. Instructions for changing the infusion assembly are included in the tandemheart controller dfu, and in the on-screen operating instructions of the tandemheart escort controller. Failure analysis was performed and a defective adhesive bond between the drip chamber and infusion line was identified on the assembly. Excess adhesive at the connection point was found to occlude the tubing, preventing proper priming of the assembly. The manufacturer of the assembly, merit medical llc, was notified regarding the issue, and implemented corrective action to retrain the staff that were involved in the adhesive bond process.